Event description:
Device issue: incomplete sheath splitting. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the introducer sheath was locked onto the clip applier and the thumb advancer was advanced to the end; however, approximately 2-3 mm of sheath remained unsplit. It appeared that the sheath was too long for the device. The safety release button was depressed and the feet retracted. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.